Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (B)(6) 2011; 6949 implantable tachy lead (B)(6) 2006; 5568 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for the left ventricular (lv) lead due to high short interval counts and a short episode that appeared to be noise. It was noted that the lv lead during a previous device change out had been plugged into the right ventricular pace/sense port of the device. Trouble shooting with isometrics and pocket manipulation was done but the noise could not be repeated. The lv lead is still in use. No patient complications have been reported as a result of this event.